Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an issue with the usb charging port area "losing charge". There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, the customer did not respond.